Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/05/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2007 as pe prophylaxis due to multiple injuries sustained in a motor vehicle accident. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2013. The plaintiff alleges device is unable to be retrieved and anxiety.

Manufacturer narrative:
This report is being resubmitted as previously this report was incorrectly reported under an incorrect medwatch report number. It was previously submitted under medwatch report number 1820334-2016-03102 on 09nov2017. No additional information was provided, or further investigation was conducted. B6: retrieval report. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
17oct2013 retrieval report: "it appears that the hook of the filter may be imbedded within the wall of the ivc making retrieval unsuccessful.".

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged the patient received a gunther tulip and gunther tulip mreye filter (both boxes checked) in (B)(6) 2007 in (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information received reports that the patient only received a gunther tulip filter implant.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. The investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, unable to retrieve, anxiety." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the patient received a gunther tulip and gunther tulip mreye filter (both boxes checked) in (B)(6) 2007 in (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.